Event description:
On (B)(6) 2013, the patient contacted animas alleging that the buttons on the pump are sticking (tactile changes/nonresponsive) and he has to push harder than normal. It was reported that there was a tear in the rubber and he applied super glue. This issue is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.